Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon failed to deflate. The target lesion was located in a coronary artery. A 3.00x28mm synergy¿ drug-eluting stent was advanced and deployed. However, when the physician was going to remove the balloon from the stent, it was noticed that the balloon was unable to deflate. The issue was verified through fluoroscopy. The physician had to make negative pressure and pulled back hard to remove the device from the patient's body. A total of five stents were implanted. The procedure was then completed. No patient complications were reported and the patient¿s status was stable.